Event description:
As reported by the user facility: incident description: end user attempted to fix issue in all ways that have been specified in past by educators and b braun staff. Attempted to reprime line, flick out bubbles, cleanse air sensor with alcohol swab, changed pumps, and finally after changing to a second new line stopped beeping. Patient in for status epilepticus, in time that it took writer to complete all methods to trouble shoot, patient began to show signs of seizing (arm twitching, decerebrate posturing). User had to give 2mg prn IV midazolam to settle patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.